Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted on (B)(6) 2015.

Event description:
It was reported by the patient that the patient was admitted to the hospital for approximately four days after waking up with "a lump" on the upper chest. The patient indicated that "one of the leads, part of the cord broke off." Attempts to obtain additional information were made but were unsuccessful as the patient has been lost to follow up care. According to manufacturer records, the left ventricular (lv) lead, right ventricular (rv) lead and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.